Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having difficulty recharging. When the patient stands up to recharge they can get 8 bars, and when the patient sits/lays down they get 0-2 bars. The patient tried charging with their spouse holding it and special chairs but nothing helps. It was noted that after it was first implanted the ins moved a little. The patient was going to call their hcp to assess the pocket. The patient reported that their physician had no problems getting 8 bars in the office. It was later stated that the patient did not notify the managing physician about the recharging/coupling issues. There were no steps taken to resolve the recharging/coupling issue. No medical symptoms were reported.

Event description:
The consumer reported that steps taken was to contact the manufacturer representative (rep) to resolve having problems with the recharging session. It was reported that the suspicion that their implanted device moved had been resolved. The patient met with the rep where they gave them some much needed "power." The consumer reported that the rep instructed the patient on how to get the most out of charging their device. It was taking the patient too long to charge the implant. The suspicion that their implanted device moved had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.